Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited a spike in impedance measurements for an unknown reason. At this time the physician has opted to continue to monitor the patient with more frequent device checks. Both the rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed due to the continued elevated pacing impedance measurements. During the procedure the rv lead was surgically abandoned and replaced. The ICD remained in service and no additional adverse patient effects were reported.